Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown bone access needle. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): unknown, as specific part and lot numbers for needle is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the needle broke off intraoperatively. The parts remained in patient. No information about patient outcome. This report is for one (1) unknown bone access needle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Corrected data: the initial complaint was reviewed and found not reportable. This complaint is regarding a depuy spine product. (B)(4) was created and (B)(4) will be updated as a non-complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.